Manufacturer narrative:
B3. Actual event date is unknown.

Event description:
It was reported that the patient reported this inflatable penile prosthesis did not work. The patient was provided with several physicians to contact. No patient complications were reported.